Manufacturer narrative:
The string breaking during removal is consistent with using the string as a means of removal. The instructions for use in two different sections cautions against pulling on the string to remove.

Event description:
While attempting to remove the dilateria from the pt, the string broke. The physician tried to remove it by pulling the plastic end which broke off. Forceps and a hysteroscope were used to remove fragments from the pt.